Event description:
It was reported that the subject device had a blurred vision. This issue was found during service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection. However, the reported failure was confirmed based on the provided information by a distributor. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foggy image (hot & cold test failed), leading poor quality image should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.